Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead I ntegrity alert were met, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was unexpected delivery of a ventricular tachyarrhythmia therapy. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient presented to the hospital because of an alarm. The right ventricular (rv) lead had a high sensing integrity count (sic) and a high number of non-sustained ventricular tachycardia (nsvt) episodes which triggered the patient alert. The lead was reprogrammed to turn the detections off and remains in use. No patient complications have been reported as a result ofthis event.